Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) displayed a premature battery depletion (bd) error. A request was made for engineering analysis. Analysis confirmed the device is exhibiting premature battery depletion (pbd) and recommended device replacement within 90 days. At this time, the device remains in service. No adverse patient effects were reported.